Event description:
The advocate stated that the ems staff performed a blood test using a new contour meter and received a reading of 20 mg/dl. The blood test was repeated using an elite meter and a reading of 160 mg/dl was received. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the contour system to be operating as designed. The advocate felt comfortable with the meter results after troubleshooting. No product will be returned for evaluation.